Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that top of sensor needle broke off. Customer reports that serter did not release sensor after second press, causing needle hub to break off and sensor to come out. Customer's blood glucose was 132 mg/dl. Customer was advised that sensor would be replace. No further information provided.

Manufacturer narrative:
Unable to confirm needle complaint due to customer returning only the sensor.